Event description:
During surgery, while inserting two self-drilling bone screws into the pt's femur, one bone screw broke and the other one bent. A portion of the broken screw was left in the pt's bone. According to the complaint report, the bone screws were inserted using a power drill.